Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at maximum output, with high pacing thresholds. The physician was unable to revise the lead, and so elected to removed it. No patient complications have been reported as a result of this event.